Event description:
It was reported that during intra aortic balloon (iab) therapy there was leak in iab circuit alarm in a cs300 pump. There was no presence of blood in the helium tubing. There was no patient harm or injury reported.

Manufacturer narrative:
UDI # is incomplete because the fields mfg date, exp date, lot number and serial number is not available. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected field: g1 contact office.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: g2. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.